Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure to adhere or bond (leaflet capture) in this incident could not be determined. Additionally, a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined; however, the reported recurrent mitral regurgitation (mr) is due to slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. During the first grasp attempt, after the grippers were lowered, the posterior leaflet slipped out of the clip. The leaflets were re-grasped and the clip was implanted successfully, reducing the mr to 1. On (B)(6) 2018, during discharge, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to severe (4). The patient is currently stable and a follow up will be performed at a later date for another clip evaluation. No additional information was provided.